Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the investigation of the complained instrument shows that several parts were broken apart due to mechanical overloading during use. It was noted that the shaft was not correctly placed after maintenance. It is not inserted deep enough, therefore, overloading situation occurred while expansion of the instrument. This instrument was manufactured in 2009 according to the specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon tried to spread an implant using the mis synex spreader on (B)(6) 2013. The spreader was crashed and broken. A broken part was observed by the surgeon going into the patient. The surgeon could not find the missing part both visually and by x-ray. This prolonged the operation. No additional information is available. This is report 1 of 1 for complaint (B)(4).